Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: updated expiration date. G1: updated physical manufacturer. H4: updated manufacturing date. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.130.210s. Lot: 22p9058. Manufacturing site: grenchen. Release to warehouse date: november 12, 2019. Expiry date: november 01, 2029. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.130.210s, lot: 22p9058, manufacturing site: (B)(4), release to warehouse date: 12. November 2019, expiry date: 01. November 2029. A manufacturing record evaluation was performed for the finished device lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent open reduction internal fixation surgery for hand. When the surgeon was inserting the locking screw and the cortex screw in question, both screws got stripped. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) 1.5mm ti val straight plate 6 holes-sterile. This is report 1 of 2 for complaint (B)(4).